Manufacturer narrative:
On 30-aug-2021, mentor became aware that the initial report incorrectly listed the type of reportable event as "serious injury." There were no reported patient consequences, and as a result h1 has been corrected to "malfunction." Manufacturer's reference number: (B)(6) h1 updated from "serious injury" to "malfunction".

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that, during an unspecified surgical procedure involving a 9 cm coleman infiltration-style cannula, the tip of the device broke during fat injection. The device was subsequently discarded. There were no injuries to the patient or user as a result.